Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (name - (B)(6), email - (B)(6), contact - (B)(6), occupation - biomed). A getinge field service engineer (fse) confirmed battery test failure during preventive maintenance, fse replaced batteries to fix the issue. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of a failed battery test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts into cs300 test fixture and tested the parts to factory specifications per procedure and the cs300 service manual. These parts failed the battery runtime test at 49 minutes. Fat was able to verify the reported failure. Retaining the parts in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.